Event description:
It was reported via phone call that when insulin pump was suspended it would reset itself. Customer's blood glucose was 500 mg/dl. Carelink reports revealed that basal rates were adjusted but rates were not updated. Customer declined troubleshooting due to human error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.